Event description:
In 2003, this pt was implanted with the gore excluder aaa endoprosthesis. In 2008, aneurysm enlargement was observed. The pt is being monitored and a reintervention has not occurred.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.